Event description:
Nursing documentation and investigation reveals that a ptca abbott mini trek rx balloon (3.5 x15) was inserted into the proximal lad artery segment-saphenous vein graph and balloon inflation times three (6-8 atm) for 5 seconds respectively. The catheter was abruptly and rapidly removed by the physician. A segment of the catheter/balloon was noted to be retained within the catheter sheath. An abbott nc trek rx balloon 4.0 x 15 was used to successfully retrieve the remaining segment. Upon inpection the balloon was not identified. Upon removal of the sheath and careful irrigation a rubbery substance was identified and examined. It is believed to be the balloon. All devices retained.the manufacturer's rep was present throught the entire procedure.